Manufacturer narrative:
Exemption number: e2015005 galderma laboratories l.p., importer registration no. 1000118068 q-med ab, manufacturer, registration no. 9710154 kr17009885 initial report CAPA: no corrective or preventive action will be initiated.. Manufacturing narrative:there is no increased trend of medical complaint detected for the reported lot number. Pharmacovigilance comments:the serious events of cellulitis and face oedema; and the non-serious event of implant site swelling were considered expected and possibly related to the treatments. The serious event of autoimmune disorder was considered unrelated to the treatments. Serious criteria included the need intravenous medication and hospitalization. The case meets the criteria for expedited reporting to the regulatory authorities. Further information will be requested. Additional comments: h10 no information was received if the device was available for evaluation by the manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a female (B)(6) years. Follow-up information from 26-oct-2017 was also included. There was no information about medical history. She had previously received an unknown amount of botox [botox] to her forehead, glabella and crow's-feet on (B)(6)2017 by the doctor. On (B)(6) 2017, the patient received 8 ml restylane subq (lot 13844-1) to the temples (4 ml) and the cheeks (4 ml); and 2 ml restylane lyft lidocaine (lot 15194-1) below the eyes. At the same time, she received an unknown amount of botox into her square jaw. The following day ((B)(6) 2017), the patient presented with injection site swelling(implant site swelling). She was treated with dexamethasone [dexamethasone] injection (5mg, intramuscular). Twenty five (25) days later, on (B)(6) 2017, the patient experienced face oedema (face oedema) so she was admitted in a (B)(6) hospital through the emergency room at 11pm on (B)(6) 2017. The patient was diagnosed with cellulitis (implant site cellulitis). She was treated with unspecified antibiotics (intravenous) from (B)(6) 2017 to (B)(6) 2017. The reporting physician thought that the symptoms would be a delayed autoimmune response (autoimmune disorder). Outcome at the time of the report: cellulitis was recovered/resolved. Delayed autoimmune response was recovered/resolved. Face oedema was recovered/resolved. Injection site swelling was recovered/resolved.